Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alerts (lia) were triggered for the right ventricular (rv) lead. The rv lead had warnings for oversensing of noise, high rate non-sustained episodes, sensing integrity counter (sic), and high varying impedance. The lead detection was turned off and the patient was issued a lifevest. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy. The rv lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.